Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 556 mg/dl and the current blood glucose was 127 mg/dl. Customer treated high blood glucose with intravenous insulin drip, manual injection and insulin pen. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering the insulin. The displacement test and high pressure test were passed. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.